Manufacturer narrative:
Initial reporter address: (B)(6) .

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm/ 2.0cm/ 135cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 6atm. The device was removed from the patient's body without any problem. The procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.